Event description:
It was reported by service report that the trolley was stuck retracted on the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.